Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification up to the (B)(6) 2011. The device failed multiple self-tests due to a low battery between (B)(6) 2011 and (B)(6) 2013. The data obtained from the device showed evidence of manual power-ups of ten minutes in duration occurring between (B)(6) 2015 and the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The self-test fails were due to either the pad-pak not being seated in the device properly or a partially depleted pad-pak may have been installed. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.